Manufacturer narrative:
Due to an incident resulting in MDR #9616031-2013-00001, a retrospective review of similar complaints identified this incident having occurred with no MDR submitted. The device investigation concluded that the heating element was activated without water in the chamber and that the overheat protection failed. A correction of affected 46-4 washer-disinfectors was initiated on (B)(6) 2013 and report to FDA in preparation. The report of voluntary correction will be submitted on the agency by or prior to (B)(6) 2013.

Event description:
The fire alarms went off at 15:30 on (B)(6) 2010. The hospital used the washer last approx 21:00 (B)(6) 2010. No other detail of the report is available at this time.